Manufacturer narrative:
Results evaluations codes: examination of the returned product confirmed the customer complaint of cuff leakage from a 9.0mm traditional cuffed treacheostomy tube. A review of our complaints history confirmed this to be the first complaint for this product lot. Though there have been several complaints of this nature on this product code, these are historical and do not indicate a systematic failure during MFR, expecially when compared with sales of products annually. A further review of manufacturing records confirmed the presence of an inflation check carried out of 100% of products. Testing of the returned product was conducted as follows: the returned product was inflated to 50cm h2o and immersed in water, without leakage. The returned product was dried and left for 12 hrs, however no leakage was identified. The returned product was then inflated to 100cm h2o. It was at this point the leakage was confirmed as shown in figure 1 overleaf. Air leakage between the tube and cuff began at 75cm h20, approxiamtely twice the normal operating pressure. Root cause: the root cause for this incident is assembly error; a small part of the cuff has not been completely bonded to the tube during the assembly procedure. Corrective action and timings: following this complaint we have discussed this incident with their manufacturing and quality personnel and advised of the need to remain vigilant. In view of this being the first reported incident for this product lot this complaint will be closed without the need for further corrective actions at this time.